Event description:
It was reported that during an unspecified procedure to treat an acute myocardial infarction patient, it was noted that inflation and deflation of the voyager balloon took longer than normal. The procedure was completed successfully, and there were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The indeflator and voyager catheter used during the procedure were not returned, which may have aided in the investigation and determination of cause. Without the product to examine, a conclusive cause for the reported difficulties could not be determined. To ensure these difficulties are not the result of manufacturing, all products are inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number was not reported. Factors that may contribute to the difficulty to inflate/deflate a balloon catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. This type of reported event will continue to be monitored.